Event description:
The hill-room field technician reported that the brakes would not hold on this bed. He found that the mechanism that engages the brakes was defective. He replaced brake block mechanism to correct the issue. No adverse events were reported.